Event description:
Patient reported "implant rupture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a.2., a.4., b.3., d.1., d.2a., d.2b., d.4., h.4., h.6., h.11.

Event description:
Patient reported "implant rupture". This record is for an unknown side. The device has been explanted.